Manufacturer narrative:
(B)(4). Insulin pump received unable to perform the displacement due to complete broken reservoir tube lip, missing reservoir tube o-ring, loose drive support disk, broken battery tube threads and cracked case display window corner noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the back side of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.